Manufacturer narrative:
The device was evaluated by an authorized field technician at the complainant's location. A visual and functional evaluation was conducted. No malfunction was observed and the cot was operating according to specification. No additional information was provided regarding the medic's alleged injury. After review of the investigation it is determined the weather condition was the contributing factor to the medic's hand slipping rather than a malfunction of the cot.

Event description:
Complainant reported while transporting a patient on the cot, medic #1 lost control of the cot when his hands, wet from rain, allegedly slipped off the handles. Medic #2 attempted to assume the weight of the cot and allegedly suffered a back injury as a result. The transport was completed and there was no report of injury or adverse effect to the patient. Medic #2 was seen and treated at the ER and then referred to an orthopedic physician for further care. Medic #2 will be off work for a minimum of 180 days.

Event description:
Complainant reported while transporting a patient on the cot, medic #1 lost control of the cot when his hands, wet from rain, allegedly slipped off the handles. Medic #2 attempted to assume the weight of the cot and allegedly suffered a back injury as a result. The transport was completed and there was no report of injury or adverse effect to the patient. Medic #2 was seen and treated at the ER and then referred to an orthopedic physician for further care. Medic #2 will be off work for a minimum of 180 days.